Manufacturer narrative:
A review of the returned articular surface finds that the post has indeed fractured away from the articular surface. Both the articular bearing surface and the undersides of the device show third body pitting. The device has damage on the posterior condyles and the superior edge from removal of the device. The dovetails are both compressed and flared out due to removal of the device. The returned post and the area it fractured from was rounded and too damaged to evaluate. It is likely that the loose post was being compressed by the femoral component into the articular surface. The device history records identified no deviations or anomalies. The device is used for treatment. A complaint history search found no other complaints for this part lot combination. The device had been implanted since (B)(6) 2007 and there were no previous issues until the patient suffered a fall. After the fall the patient heard 'a 'clunk' in his knee. The surgeon noted the x-rays showed no anomalies however the knee was unstable after the fall. It was discovered during the revision surgery that the post had sheared off. The surgeon found all the other components to be well fixed and therefore he performed an exchange of the articular surface. It was noted that all excess debris from the fractured poly was removed from the knee. Since the knee became unstable and the articular surface was found fractured, it is likely that the patient fall was the cause that led to the revision surgery.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to breakage and instability.